Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed but the culture results were unknown. The cause of peritonitis was unknown. On an unreported date during hospitalization, dianeal therapy was withdrawn and the patient was placed on hemodialysis. The patient was treated with unspecified antibiotics. On an unreported date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 12a17h25 and 12a17h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.